Event description:
Boston scientific received information that patient with this implantable cardioverter defibrillator (ICD) received inappropriate shock therapies and pacing lead impedance trend went up to greater than 2,000 ohms. Subsequently, lead fracture was observed on this right ventricular (rv) lead but was not confirmed on x-ray nor fluoroscopy. The device was programmed to tachy therapy off and patient was under a life vest while planning on how to intervene. Therapies were not exhausted and per additional information obtained, the patient was being discharged with a life vest. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received due to the device being returned which indicated that a revision procedure had occurred at an unknown time. The device was returned from an unspecified source. The rv lead status is unknown at this time.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.